Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was found on the keypad traces. No button error alarm was noted. No traces of moisture were found at the electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on the display and reservoir window, scratched case, and a cracked case at the display window corners.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 340 mg/dl. The customer stated that the pump was exposed to sweat which could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.